Manufacturer narrative:
Concomitant medical products: 07012016043 a10012 - gps implant kit v2 4061331 02-010-01-0260 - logic femoral ps cem left sz 6 4215568 200-02-41 - three peg patella 41mm 4300137 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t 5x225 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 6 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: failed total left knee there was diffuse synovial proliferation with tan-colored and hypervascular staining to the synovial lining of the joint. The polyethylene liner was locked in the tibial tray, and there was minimal wear of the articular surface of the liner (medial corner of posterolateral articular aspect, mild lateral post erosive wear, undersurface intact) as well as grooving and delamination on the lateral aspect of the patellar button. The femoral component debonded from the cement with ease. There was a large uncontained defect anteriorly. The patient was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
1038671-2024-04340, 1038671-2024-04338. H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.